Event description:
It is reported that a customer had a malfunction with their insulin pump but it is unclear what that malfunction was. The patient's blood glucose level was at 157 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer stated that they would like to return their pump for analysis. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.